Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. (B)(4).

Event description:
This complaint is from a literature source. It was reported that 32 paediatric patients with supraventricular tachycardia underwent electrophysiological study and catheter ablation between 23 july 2016 and 16 february 2017. Twenty-eight children underwent radiofrequency ablation (rfca) and four underwent cryoablation. Among them, procedure-related complications were present in a (B)(6) patient. The patient developed first-degree atrioventricular block, which withdrew after three months. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿initial experience of catheter ablation for cardiac arrhythmias in children and adolescents at a newly built ablation centre¿ the purpose of this study was to assess efficacy and safety of ca in children with different types of arrhythmias on the initial learning curve at newly built ablation center in the independent pediatric hospital of medical university of warsaw. Suspect device is thermocool ablation catheter, however catalog and lot number is unknown.

Manufacturer narrative:
Additional information was received on 10/05/2017 indicating that physician reported that those complications happened only when they don`t use carto system. Manufacturer's ref.: (B)(4).